Manufacturer narrative:
The insulin pump failed displacement test and motor error alarm noted during rewind due to motor encoder out of phase. The device had minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the customer received a motor error alarm. His blood glucose level was not reported. The insulin pump was exposed to a magnetic field. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.